Event description:
The customer reported on (B)(6) 2014 at 1:24am she activated a new pod and her blood glucose, carbohydrate intake and insulin history. At 5:21pm, the pod was then deactivated. She noticed the cannula was not inserted into her skin and it was just lying above her skin. The adhesive pad was wet with insulin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and product lot met all acceptance criteria.